Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aortic arch aneurysm. According to the report, prior to the implantation of the conformable gore® tag® thoracic endoprosthesis, a left common carotid-left subclavian artery bypass was performed utilizing a vascular graft. It was reported, the tag device was positioned just distal to the left carotid ostium with planned coverage of the left subclavian artery. Reportedly, after deployment of the endoprosthesis, intra-procedural imaging showed reduced blood flow into the left common carotid artery (lcca). According to the report, the deployment sleeve had partially covered the lcca, resulting in the unintentional obstruction of the vessel. The physician elected to implant a bare metal stent into the lcca in order to restore perfusion. Final angiography showed exclusion of the aneurysm, perfusion of the lcca, and the patient was reported to have tolerated the procedure. No further adverse events were reported.